Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a right ventricular (rv) lead fracture was plausible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal event. The right ventricular (rv) lead exhibited noise which inhibited pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.